Manufacturer narrative:
(B)(4).

Event description:
A pt had serous fluid coming from their device pocket site. The pt was noted to have been going in and out of consciousness. The pt was febrile, and had a high white blood cell count. A refill was conducted about 3 weeks from (B)(6) 2010. A pain consultant was referred. The physician was retrieving info in regards to removing the pump. The pt's outcome, in addition to the type medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.